Event description:
It was reported that during treatment patient experienced continuous blockage alarms with his pump. Home health attempted to change dressing multiple times as well as troubleshoot but still continued to have blockage alarm. Procedure was completed changing the technique and no harm or injury reported.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. No lot/serial number has been provided; therefore a review is not possible. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.